Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Customer states (B)(6) is in hospital. Has recurrent uti's and concurrent, intense medical issues. Pw has been working well. Has trouble positioning catheter. Gave tips such as folding wick in half first then placing over penis. Referred to website for placement videos as well. Adv to call us for live placement help. Gave hours and survey. Unclear if medical intervention was provided. It's unclear if lot number was requested. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared).